Event description:
A) 3400610000-2005-8025 - the complaint was confirmed, cause unknown. The 2 fr per-q-cath tubing had separated from the hub. The bond that secured the tubing to the hub broke, allowing a complete separation of the tubing from the hub. Adhesive was found on the tubing, which indicates the catheter was adhered to the hub during manufacturing. Tactile evaluation of the complaint indicated some tensile weakness in the proximal end of the tubing, which indicates the tubing was stretched. Review of manufacturing documents indicated that this lot of catheter me all tensile test specifications.

Event description:
Patient had a PICC line inserted at the axilla. The nurse reported that when the patient was picked up, the catheter snapped in two, proximal to the site of the butterfly (suture wing). According to the nurse, the butterfly was not under the dressing. The catheter was manually held in place until the physician arrived and removed the rest of the catheter. There was no injury to the patient.